Event description:
It was reported that a cartridge change error occurred with multiple cartridges. Customer loaded a new cartridge to resolve the issues. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.